Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration: yes'), ectopic pregnancy with contraceptive device ('pregnancy: ectopic') and genital haemorrhage ('gen. Abnormal bleed/non stop bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pain - pelvic"), abdominal pain ("pain (abdominal)"), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), migraine ("migraine"), headache ("headaches"), perineal pain ("pain in perineal"), bladder disorder ("bladder/urinary problems") and urinary tract disorder ("bladder/urinary problems"), was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and was found to have weight increased ("weight gain"). The patient was treated with surgery (on (B)(6) 2016, salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, ectopic pregnancy with contraceptive device, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, genital haemorrhage, menorrhagia, vaginal discharge, vaginal infection, migraine, headache, weight increased, perineal pain, bladder disorder and urinary tract disorder outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, perineal pain, urinary tract disorder, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: patient received treatment for bladder/urinary problems. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: plaintiff fact sheet received. Event "injury" was replaced by the events: dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), pain: pelvic/ abdominal, gen. Abnormal bleed/non stop bleeding, menorrhagia (heavy menstrual bleeding), pregnancy: ectopic, device ineffective, migration, vaginal discharge, vaginal infect, migraine, headaches, weight gain, experience pain in perineal, bladder/urinary problems. Reporter's information was added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.